Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl. Customer declined troubleshooting. It was unknown that auto mode was used or not. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.